Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose and ketones. The customer's mother reported that they had bent cannulas. The customer's blood glucose was 562 mg/dl at the time of incident. The customer's blood glucose was 237 mg/dl at the time of call. The customer stated that the blood glucose reached 600 mg/dl. The customer's mother stated that they treated the high blood glucose with manual injections. The customer's mother declined to troubleshoot. The insulin pump will not be returned for analysis.